Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic gastric bypass procedure. The suturing device was being used to suture the tissue. The suture was popping off. No device component fell into the cavity of the patient. In order to resolve the issue and complete the case, opened another suture and continued with the procedure. There was no patient harm. The patient status is alive, no injury.